Manufacturer narrative:
(B)(4). It was a laparoscopic procedure, but then was converted in 'open'. A dvd of the procedure was reviewed and comments are as follows, "the surgeon can be seen pulling the trigger multiple times in the video, but it is apparent that he is not pulling it hard because the closure trigger never moves. If he were to squeeze the trigger enough to bump against and move the closure trigger, the knife would pop out of lockout and the device could be opened. By not pulling the 4th stroke (the return stroke) plastic-to-plastic, the knife dropped into the lockout pocket but not back to its home position. Repeated pulling of the firing trigger (as shown in the video) does not open the device unless it goes plastic-to-plastic. It is possible that something was preventing the trigger from moving all the way, but we can check on this when we receive the device." The analysis found that one (B)(4) device was returned in good visual condition and with an (B)(4) cartridge reload present. The reload was received fully fired. The indicator in the device was noted to be in the lock position. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted and the articulation mechanism worked as intended. However the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the customer complains that the stapler blocked on the tissue when the surgeon tried to release the jaws. Surgeon reports he squeezed the anvil release button, but the jaws stayed closed, so the operation was converted to open. The operation was carried out with a new device, after the first device was manually removed. According to information reported from customer, this problem provoked a bigger reduction of gastric area than was initially planned.